Event description:
Patient reported that 2 needle sets of the 9mm needles would cause swelling and too much pooling and some of the med would drip out from her skin, and she would also experience swelling that would go away after a few hours. This has been going on for the 8 weeks since she has been on hizentra. No missed dose reported. Unknown if device available for return; unknown if md aware. No further information provided. Needle sets were used to infuse 20% hizentra at above dose and frequency. Reported to (B)(6) by pt/caregiver.